Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to insulation anomaly, high pacing lead impedance and high capture threshold. A fluoroscopy was performed and no externalized conductors were observed. The patient was asymptomatic and pacemaker dependent. There were no complications during the procedure and the patient was doing well post procedure.